Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error. The customer's blood glucose level was unknown. The customer reported that the insulin pump had a this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error. They reported that they had the errors several times. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found force sensor and electronic stack moisture damage. No the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement noted during testing, however the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement in trace download analysis due to moisture damage.